Event description:
An optometrist reported that pt presented with moderate pain, foreign body sensation, watery discharge, and mild redness/injection, os. Pt stated that their left eye was bothering the pt the night before pt removed their lenses. Pt stated their eye was very painful, but there was no itching or mucus. On exam, rcp noted an existing scar, a scratch and an ulcer about 0.5mm in diameter, within the central 6mm. There was pinpoint/stipple staining over the ulcer. There were 1-2 cells and no flare. No culture or photos were taken. Visual acuity was 20/25 with spectacles. The pt was diagnosed with microcystic edema, stromal edema, conjuctival injection and corneal ulcer. Pt was prescribed zymar and instructed to return to the clinic if redness or pain increased or did not improve. At follow up exam 5/2004, symptoms were improved. The pt noted mild irritation, but was much better. The pt instructed to continue dosing zymar for two additionald days & to resume contact lens wear slowly and not to sleep with their lenses. No further info is available at this time.